Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the pt experienced increased spasticity; no other pt symptoms were reported. At refill, it was noted that there were 3 ccs extra: expected 3 ccs, aspirated 6 ccs. The pump was programmed to deliver lioresal 500 mcg/ml at a daily dose of 79.6 mcg. The pt was taken to a different facility for eval and surgery was recommended. A 50 mcg bolus of lioresal was programmed into the pump and the pt was noted to have a positive response. A catheter study revealed the catheter was "good". Dates of the bolus and dye study are unk. The hcp suspected an "intermittent problem" with stalling. Due to transportation and scheduling issues, the pump was not replaced until 2007. Following pump replacement, the daily dose of lioresal was decreased by 15%.